Event description:
The manufacturer received information alleging a patient experienced a ventilator service required alarm while using a trilogy o2 device. The sales representative replaced the device with another one. There was no serious patient harm or injury that occurred or was reported. The trilogy o2 device was returned to the manufacture service center for evaluation, and the customer¿s complaint was not confirmed during an operational check of the device. During the evaluation it was noted that the philips service technician observed two error codes, drift proximal pressure too high and proximal pressure railed, in the device's error log. The philips service technician evaluated and found the sensor printed circuit assembly (pca) board had caused these two error codes to occur on the device. The philips service technician recommends replacing the sensor pca board to address this issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower exceeded the twenty-one thousand (21000) hours on the device, and the philips service technician recommends the blower be replaced for unrelated to the reportable malfunction/issue. There were no parts replaced, or repairs made to this device.